Event description:
Patient presented to the physician with a superficial infection. Physician prescribed antibiotics. Patient presented back to the physician with an infection at the neck and chest incision after removing their own sutures. Physician brought the patient into the operaitng room and removed the entire inspire system.